Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device had low flows. They persisted even after medication ( diovan, dilatrend, trandate, nifedipine and stable) was administered to reduce blood pressure. A low flow controller software upgrade was requested. Echo revealed mild aortic regurgitation and small left ventricular cavity even if there is improved lvef. There was also hypertrophy on the right and left ventricles.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files analyses confirmed the reported low flow alarms. However, a specific cause for the alarms, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), (B)(6) , could not be determined through this evaluation. A cause for the low flow alarms was not determined and the patient¿s controllers were upgraded to software version 1.5.2 for low flow on (B)(6) 2020. The reported low flow alarms were confirmed via an onsite abbott representative and reportedly resolved following the software upgrade. The submitted controller event and periodic log files captured numerous low flow alarms between 23oct2020 and 18nov2020. No other atypical alarms or events were captured. The low flow alarms appear to have resolved following the software upgrade with no new alarms occurring from 27nov2020 through 08dec2020. The patient remains ongoing on heartmate 3 lvas, (B)(6) . No product is available for investigation. No product is available for investigation. No further complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The implant kit was shipped with heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) of the heartmate 3 lvas IFU "introduction" provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms, including the low flow hazard alarm, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.